Manufacturer narrative:
(B)(4). The product was requested but not yet received. The investigation still pending. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
"It has been reported by customer that during operation blood leakage was noticed from oxygenator.during the surgery, the location where the leakage occurred tried to be closed with a material as seen in the attached picture. But due to the problem was not solved, the oxygenator was replaced with a new one. The product to be taken from customer location for investigation." (B)(4).

Manufacturer narrative:
(B)(4). A quadrox-I adult oxygenator with reservoir was returned to the factory and an investigation was carried out. On the oxygenator, several sticking plasters or similar material could be seen to have been stuck over the blood outlet luer lock. A non-genuine protective cap was found to be screwed onto the luer lock. A leakage test was performed with the non-genuine protective cap in place. A leak at the blood outlet luer lock was confirmed. A leakage test with a genuine cap in place was also conducted, and a leak was also confirmed. It was found that a drop of hardened glue was evident running from the edge of the luer lock into the inside of the luer lock. Due to the glue, the inner diameter of the luer lock is no longer properly round, and the cone of the cap cannot form a watertight seal. No other anomalies were found. The cover of the oxygenator is molded in one piece, including the luer lock. There is no glue involved in the production process. Therefore, the glue residues must have come from an external source. It is not clear when or how the glue came to be on the luer lock, and for what reason the customer had used a non-genuine cap. The fact that a non-genuine cap had been used could explain why the luer lock was damaged and adding the glue may have been done in an attempt to form a seal. Regarding the use of the non-genuine cap, the product labeling states the following: "do not modify the device in any way." (Mitigation mit-021.) A systemic or production issue is not indicated, and no further action is currently warranted.

Event description:
(B)(4).